Manufacturer narrative:
H3, h6: the affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed and complaint could not be confirmed. The clinical/medical evaluation concluded that this case reports a revision surgery was performed due to instability and found the post to be broken. To date, the requested surgical reports and x-rays have not been provided. Therefore, the patient impact beyond the instability and revision cannot be determined. Due to the limited information provided, no further clinical assessment can be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to the legion ps high flex xlpe size 5-6 15mm broke. The implant was replaced with a ps inserter 5-6 18mm.